Event description:
The complaint was received by medwatch report. It was reported that the md was placing a right subclavian triple lumen catheter in patient. After md placed catheter, she attempted but was unable to draw blood, and started withdrawing the catheter. After withdrawing to desired level, she attempted to place the guidewire back into the catheter to readvance the catheter, stating that the guidewire was bent. Md then withdrew the catheter completely from patient's subclavian area. Upon inspection of catheter, a section was noted that was sheared open. Patient was assessed and x-ray completed to see if any of the catheter was in patient. No foreign objects were seen.

Manufacturer narrative:
Sample will not be returned for evaluation.